Event description:
It was reported that prior to starting a da vinci si surgical procedure the fenestrated bipolar instrument jaws were noted to misaligned. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the one grip was bent, causing side-to-side misalignment of grips. There was a .020 offset at the tips. The bent grip had separation of the yaw pulley and the pulley cover at the glue joint, indicating overloading at the tip. Engineering also found a frayed cable. The conductor wires were intact and undamaged, but drive the cable was frayed. The pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.